Event description:
The customer reported the intellivue x3 monitor was presented with an speaker malfunction inop error displayed. There was no sound coming from the device in standalone mode. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The device was sent to philips bench for evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).